Event description:
It was reported that the user experienced elevated blood glucose up to 285 followed by a low of 45 after announcing an additional snack as a breakfast meal, which likely resulted in excess insulin delivery and subsequent hypoglycemia. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact to glycemic control, with the user self-treating the low with oral carbohydrate and no medical intervention or hospitalization. Investigation included a review of device-reported data and user interaction with meal announcements, along with troubleshooting and education. Investigation of this case revealed that the device functioned as designed and that user behavior, specifically announcing a snack under 15 grams of carbohydrates as a meal, contributed to overcorrection and the subsequent low. It was concluded, based on previously established findings for similar reports, that user-related factors were the primary cause, and targeted education on snack handling and algorithm behavior was appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.